Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that during unpackaging, it was noticed that the xpert stent was prematurely, partially deployed in the package. The device was not used and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, device and patient information. The device is expected to be returned for evaluation. It has not yet been received.